Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the right ventricular (rv) lead exhibited intermittent capture. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.